Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. It is reported that dissection occurred. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.

Manufacturer narrative:
The patient has a medical history of hypertension, hyperlipidemia, diabetes, previous pci. The index procedure was prompted by unstable angina. During the index procedure two resolute onyx stents were implanted into the lad. If information is provided in the future, a supplemental report will be issued.